Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site state - (B)(6),event site postal code - (B)(6), g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer evaluated cable reel removed completely from pump and cable reseated correctly.earth continuity and insulation checks completed and all ok. Full functional and battery charging tests completed, and all ok. Equipment returned for clinical use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) unit's retractable power cable was jammed when they went to plug it in. There was no patient involvment.